Event description:
During a follow-up, the device was found to be at eri. Premature depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-25272, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide). Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.